Event description:
It was reported that a gastroscope lost the displayed image completely during angulation. This event occurred during a gastroscopy case. There was no pt injury or other negative health consequence.

Manufacturer narrative:
The investigation identified damaged cabling inside the distal tip of the gastroscope at the exit point from the manifold.